Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for this complaint. Per service order, the error could not be duplicated. Performance tested cardiohelp to factory specification. (B)(4).

Event description:
On (B)(6) 2012, cardiohelp (serial number (B)(4)) at (B)(6) hospital displayed tart sensor defective error message after priming. There was no patient involvement. (B)(4).